Event description:
It was reported that t:slim x2 pump battery would not charge, and customer had seen power source alert in pump history while using tandem charging cable, wall adapter, and working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for extended time until pump began charging, no shutdown occurred, and no further assistance was required, while technical support arranged shipment of replacement usb cable to maintain customer confidence.